Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose. The customer¿s blood glucose level was 420 mg/dl. The customer did not provided any information about symptoms of high blood glucose value. It was unknown how the customer treated high blood glucose. It was unknown that the auto mode feature was activated at the time of high blood glucose event. Customer declined trouble shooting. No further complications were reported. The customer will continue to use the device. Frn-mmt-332-rsvr, unomed inf set.